Event description:
A philips burton customer requested replacement parts for their eight cool spot examination light under open FDA recall z-0589-04. Replacement repairs to one of the eight lights was not properly executed resulting in an electrical short circuit. The other seven units were properly serviced. The electrical short condition resulted in a small fire when the light was energized. The fire was quickly extinguished. There were no injuries, and only minimal properly damage, as a result of the fire. Components damaged by the fire were replaced as well as the components impacted by the recall. The light has been returned to service.